Manufacturer narrative:
More information about the patient and customer contact was requested but not answered at this time. (B)(4).

Event description:
Covidien received information from a customer in the philippines stating that during patient use, an oxygen (o2) sensor error occured on an e360 ventilator. There were no adverse patient effects reported.